Manufacturer narrative:
Additional info including lot numbers was requested, but not provided. The gore tag thoracic endoprosthesis is indicated for endovascular repair of the descending thoracic aorta.

Event description:
On (B)(6) 2011, the pt was implanted with the conformable gore tag thoracic endoprosthesis to treat an inflammatory thoracoabdominal aortic aneurysm with extatic iliacs. The distal landing zone of the conformable gore tag thoracic endoprosthesis was into an aortic tube graft. The pt then developed bowel ischemia and died on (B)(6) 2011.